Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set leaked while connected to a central line and a smartsite set. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the extension set leaked was confirmed. Functional and pressure testing observed a leak at the location of the connection of the suspect extension set¿s female luer and the 2000e (stand alone) male luer. No stress/ tool marks were observed during visual inspection of the as-received suspect extension set¿s female luer or concomitant 2000e (stand alone) male luer during visual inspection. Dimensional analysis verified both the suspect extension set¿s female luer and the 2000e (stand alone) male luer were within specifications. Reconnecting and fully tightening the 2000e (stand alone) male luer to the female luer of the suspect extension set and again performing functional testing verified there was no leaking at the connection between the concomitant 2000e (stand alone) male luer and the female on the suspect extension set. The root cause of the leak was due to the connection of the suspect extension set¿s female luer and the 2000e (stand alone) male luer not being fully tightened.

Event description:
The customer reported fluid leaked at the connection of an extension set to a smartsite valve during an infusion into the patient's central line.